Event description:
It was reported that when the surgeon was malleting in the t-plif, one of the tips that holds the t-plif broke off in the disc space. The fragment was retrieved, and the procedure was completed with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the design is adequate. Design evaluation done for previous complaint verified design was acceptable and documented that a change was made to enhance it further by adding a 2 mm radius at the base of the tips. Based on the previous analysis, it is concluded that this complaint is indeterminate as the device should withstand normal operating conditions and it is unknown the conditions with which this was used. Actual device was not evaluated; however the product development evaluation is based on previous evaluations for the same problem and same device.

Event description:
This is report 1 of 1 for file (B)(4).